Event description:
Spontaneous report. Pt's husband reported freedom pump malfunction. He stated on last friday while doing wife¿s infusion pump malfunction - spring broke and not working. He stated this happened during infusion and pt was able to receive around 3/4 of infusion and missed infusing 5 to 10 ml (not sure exact amount]. Pt did not receive full dose, no adverse event reported. Pump will be returned. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Serial number not reported. Reported to (B)(6) by: patient/caregiver.